Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement and the reported material deformation were able to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. It is possible that a loose connection to the indeflator and/or damage to the xience pro a stent delivery catheter/balloon resulted in the reported indeflator not maintaining pressure of more than 4 to 6 atmospheres and kept decreasing in pressure; thus resulting in the reported material deformation and the reported device dislodged/dislocated; however as the xience pro a stent delivery catheter was not returned, this cannot be confirmed. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mini trek device referenced in b5 and d11 is being filed under a separate medwatch report number. B1: adverse event added. D9: device available for eval updated from "no" to "yes" . H1: type of reportable event updated from malfunction to serious injury. H2: updated to correction, additional information, device evaluation. H3: device evaluated by manufacturer updated from "no" to "yes". H3: device returned to manufacturer updated from "no" to "yes". H6: codes 3270, 4582, 2199 were removed and 2923 and 4641 were added.

Event description:
It was reported during the procedure the indeflator would not maintain pressure more than 4 to 6 atmospheres and kept decreasing in pressure. This caused the unspecified xience pro stent delivery system to not inflate properly and the stent to fold up and become knotted. The entire system was pulled out to ensure the stent was not left behind in the body. There was no adverse patient effects and no clinically significant delay was reported. Subsequent to filing the initial report, the xience pro stent was returned for analysis mangled and on a mini trek balloon catheter. The mangled stent aligns with the reported stent damage and is in line with the initial report stating ¿a stent (dislodged) in a patient's radial artery¿. It appears the mini trek was used for medical intervention to retrieve the stent from the patient anatomy; however, while follow-up was sent to the site for additional clarification on the event, no additional information was provided.

Manufacturer narrative:
The xience pro was reportedly discarded and is not returning to abbott. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. The additional indeflator device referenced is being filed under a separate medwatch report number. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported during the procedure the indeflator would not maintain pressure more than 4 to 6 atmospheres and kept decreasing in pressure. This caused the unspecified xience pro stent delivery system to not inflate properly and the stent to fold up and become knotted. The entire system was pulled out to ensure the stent was not left behind in the body. There was no adverse patient effects and no clinically significant delay was reported. No additional information was provided.